Manufacturer narrative:
The device has not been returned to olympus for evaluation. The cause of the reported complaint cannot be confirmed. Olympus is awaiting additional information from the original equipment manufacturer (OEM). This report will be updated if additional information is received regarding the device malfunction or impact to the patient. To prevent injury to the patient, the device instructions for use document 08021 rev. Be warns ¿do not insert this device if it has been kinked or damaged prior to use ¿ replace with undamaged product¿. Also, ¿avoid contact with sharp objects as the device can be easily nicked¿. The document also warns not to advance the device if resistance is felt or the dilator is missing. The placement of the dilator/sheath assembly must also be confirmed via fluoroscopy. The instruction manual also specifies compatible guide wire dimensions.

Event description:
Olympus was informed that during a therapeutic flexible uteroscopy procedure, a piece of the tip of the device broke as it was being inserted over the bladder neck along a separate boston scientific guidewire. The tip broke before it reached the uo and went up the ureter. The broken piece was retrieved with a basket / grasper. There was no reported patient injury or additional intervention. It was reported that the device was inspected before use with no anomalies found.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the DHR review performed. The device history record was reviewed and showed that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation confirmed the complaint for broken off tip. The evaluation found the tip broken off; the fragment was also returned for evaluation. The evaluation noted that a potential factor for the breakage is exposure to adverse environmental conditions such as exposure to uv light or elevated temperatures.